Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "subtle signs of intracapsular rupture" and "an image of a rounded shape and circumscribed margins, hypoechoic, difficult to differentiate between solid nodules and a cyst with thick content, measuring 4x3mm, was visualized at hour 10". Device remains implanted.